Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no delivery alarm were recorded around event date to confirm customer complaint. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Moisture damage noted during visual inspection to pcba1 on electronic stack. Force sensor zero offset within spec(23.6mv). No physical damage noted during visual inspection. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unit functioning properly. Moisture damage noted to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced possible under delivery anomaly and high blood glucose event. The customer reported, blood glucose value of 484 mg/dl. The customer reported, hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-397a, mmt-1880l. Troubleshooting was performed. And customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-397a. The customer will discontinue to use the device. And mmt-1880l was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.